Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficulty advancing and difficulty removing could not be replicated as it was related to circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned product, the reported difficulty advancing, difficulty removing, and separation of the retrieval catheter resulting in unexpected medical intervention appears to be related to circumstances of the procedure. It is likely that the retrieval catheter was subjected to bending and torsional loads exceeding the material limitations causing difficulty advancing and resulting in the shaft separating. As a result, difficulty was encountered during removal requiring unexpected medical intervention by using a non-abbott catheter to remove all devices as a single unit. Additionally, medications were given. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #, expiration date and primary UDI number updated. Correction: h4 - device mfg date updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H11: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during preparation of the first large emboshield nav6 embolic protection system (eps), the filter was not able to fully load into the delivery catheter (dc) pod; therefore, the eps was not used in the procedure. The procedure continued with a second large eps. The eps was prepped and used in the procedure; however, during removal, two wires instead of one wire [material separation] were observed at the filter. The retrieval catheter was then advanced to retrieve the filter, but resistance was met at the filter. Therefore, a non-abbott catheter was used instead to retract the filter into the procedural sheath. The filter was then able to be removed out of the vessel but was unable to be advanced through the sheath. Both the sheath and filter were removed with the non-abbott catheter as a single unit, out through the arteriotomy and occlusive manual pressure was held. The patient was given 20mg of protamine. There was no adverse patient sequela and there was no clinically significant delay reported in the procedure. No additional information was provided.